Manufacturer narrative:
Insulin pump received with blank display no power due to bad battery pcb noted.

Event description:
It was reported that the insulin pump would shut off unexpectedly. The customer did not provide their blood glucose value at the time of the incident. The insulin pump will be returned for analysis.